Event description:
The complaint was flagged for sticky pins. The device was returned for investigation. During investigation, the pump was able to pass final acceptance. Internal investigation was performed and found the fva valve pins and loading pins to have foreign substance on the moving surfaces. It is believed that the extra extensive cleaning of the pump was able to free up the fva pins so that the pump was able to function properly during testing. The fva pin lip seals and loading pin lip seals will be replaced to ensure overall functionality and then the pump will undergo all necessary functional testing.

Event description:
The following has been reported: customer reported: "interventional radiology pump problem, occurred on nights and director is trying to find that out (report of patient harm or if active infusion was stopped). Evidently, the heparin is now discontinued and patient transitioned to a lower acuity unit." Update: no patient harm, no interruption of infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.